Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps (fbf) instrument involved with this complaint and completed the device evaluation. The instrument was found to have a broken grip cable at the yaw pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additional observations not reported by the site: the instrument was found a broken conductor wire between the wire crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. The wire was fully broken, and the conductor wires were exposed. Components adjacent to the broken wire did not show damage.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, 8mm fenestrated bipolar forceps (fbf) conductor wire was damaged. The customer used a backup fbf instrument to continue with the procedure. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was unknown if any fragments fell inside the patient.